Event description:
A peritoneal dialysis (pd) nurse reported a patient was admitted to the hospital on (B)(6) 2013 with community acquired pneumonia. The following is from the medical records received from the patient's treatment facility. The patient was seen by his nephrologist prior to dialysis with complaints of pleuritic chest pain. The patient had an x-ray which showed right upper lobe pneumonia and a temperature of 103.0 f. The patient was treated with intra venous (IV) levofloxacin and rocephin; patient improved and was discharged (B)(6) 2013 in stable condition.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.